Manufacturer narrative:
(B)(4).

Event description:
It was reported that rv lead noise trigger and non-sustained ventricular oversensing alert due to intermittent undersensing was observed. Review of session records revealed that the undersensing was not true. Patient received inappropriate antitachycardia pacing therapy and inappropriate hv therapy. Suggested programming changes will be made during patient's next in-clinic visit. Patient's condition was good.